Event description:
It was reported that during a da vinci si axillary lymph node dissection procedure, arcing from the mcs tip cover accessory installed on the monopolar curved scissors instrument occurred, causing damage to the patient's iliac vein. The affected vessel was repaired and the planned surgical procedure was completed.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors instrument were not returned to intuitive surgical for evaluation; however, a video recording of the surgical procedure was received and reviewed by intuitive surgical. Review of the procedure video showed that the back side of the mcs tip cover accessory installed on the mcs instrument collided and pushed against the wrist area of the cadiere grasper instrument that was installed on the 3 patient side manipulator (psm) arm located on the patient side cart. Review of the video recording showed that there were several scrape marks on the back side of the tip cover, due to colliding and rubbing against the pulley/cables on the cadiere grasper instrument. The video recording showed that arcing from the tip cover accessory occured twice during the surgical procedure; however, the first instance of arcing was not observed by the surgeon. The second instance of arcing was observed and the site removed and replaced the tip cover accessory. Based on the video recording findings, intuitive surgical has determined that the arcing was the result of the tip cover making contact with the cadiere grasper instrument during the surgical procedure. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(6) 2013, the isi clinical sales representative met with the surgeon who performed the surgical procedure. The surgeon indicated to the csr, that the patient recovered fine and that the surgeon indicated that the patient had not experienced any post surgical complications as a result of the reported event.